Manufacturer narrative:
Additional information will be provided upon results of investigation. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On (B)(6) 2018 getinge became aware of an issue with one of surgical light - lucea. As it was stated, the headlight has detached. Taking under consideration collected up to date information we decided to report this case based on potential as any parts could fall from the device into sterile field or during procedure might lead to serious injury or worse.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On 12th september, 2018 getinge became aware of an issue with one of surgical lights - lucea. As it was stated, the headlight has detached. Taking under consideration all information collected to date we decided to report this case based on potential as any parts falling from the device into sterile field or during procedure might lead to serious injury or worse. It was established that when the event occurred, the surgical light did not meet its specification due to the detachment of headlight and it contributed to the issue. It is unknown if the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. The manufacturer¿s subject matter experts have investigated the issue. Unfortunately, the specific root cause wasn¿t possible to be established due to lack of information that was not possible to be obtained, despite our best efforts. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.